Event description:
A customer reported that the adc freestyle libre sensor detached prematurely after one day of wear. The customer experienced symptoms of dizziness and obtained a glucose reading of 41 mg/dl on an adc glucose meter. One glass of coca and bread was provided by a third party and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch, and no issue were observed on the returned adhesive. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor detached prematurely after one day of wear. The customer experienced symptom of dizziness and obtained a glucose reading of 41 mg/dl on an adc glucose meter. One glass of coca and bread was provided by a third-party and no further treatment was reported. There was no report of death or permanent injury associated with this event.